Manufacturer narrative:
The report of ¿fractured anchor¿ was confirmed. The pain at anchor site cannot be confirmed by analysis alone. Visual inspection of the returned ribbed anchor found the distal end silicone overlay was separated from the anchor. The cause of the issue is unknown.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: swiftlock anchor, model: 1192, UDI: (B)(4), batch: 10892173.

Event description:
It was reported that the patient was experiencing pain at the anchor site due to anchor broke in half. Surgical intervention may occur later to address the issue. Note : it is unknown which anchor is related to this issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight.

Event description:
Additional information was received wherein the anchor was explanted and replaced to address the issue. Pain resolved.